Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted the shaft was bent and broken. The device was received fully fired. Functionally, the device fully cycled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia mesh plasty transabdominal preperitoneal (tapp) procedure. The tacking device was being used for the mesh fixation. The shaft of the tacking device was broken down. Tacks were able to be fired normally from the device. The tacks were able to penetrate the tissue and hold correctly onto the tissue. In order to resolve the issue and complete the case, the surgeon had to fixate the mesh using suture. This intervention extended the surgical time by twenty minutes. There was no patient harm. The patient status is alive, no injury.